Event description:
A customer reported an anomaly in their multi-leaf collimator (mlc) during quality assurance checks of a mlc dynamic arc plan. The mlc leaf positions where found to be incorrect during a "shaped port film check. There was no pt involvement.